Event description:
Hcp in clinic gave "forteo" and then "study" himself while removing pen needle. Disposed needle and was given medical attention as per rules where they work.

Manufacturer narrative:
Product was discarded. Lot number is unknown, unable to conduct complaint history or batch history review. The complaint rate (complaints/million units sold) remains consistent with complaint rates seen previously for this product. All complaints are trended on a monthly basis and monitored for any variations by our quality assurance department.